Event description:
The customer observed falsely depressed sodium on the alinity c processing module for one patient. The following results were provided (reference range 136 to 145 mmol/l): (B)(6) 2025, sid (B)(6), initial sodium result= 117.694 mmol/l; repeat result= 143.5 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6) and performed multiple troubleshooting procedures, including part replacement. The fsr replaced the nozzle c4 #1, #4, #5 (rohs) which resolved the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic sodium patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending for the nozzle c4 #1, #4, #5 (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the nozzle c4 #1, #4, #5 (rohs) was identified.

Event description:
The customer observed falsely depressed sodium on the alinity c processing module for one patient. The following results were provided (reference range 136 to 145 mmol/l): (B)(6) 2025, sid (B)(6), initial sodium result= 117.694 mmol/l; repeat result= 143.5 mmol/l. There was no impact to patient management reported.